Event description:
It has been reported to philips that the geometry module is faulty. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geo module was faulty. Upon inspection, the fse found that the geo module was broken. The fse replaced the geo module. After replacement of geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.